Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The umbilical cable was found to have some damage. The cable was replaced and the issue was resolved. The system passed a system checkout and was returned to a fully operational condition.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to take spins. The mobile view station (mvs) said preparing, but the spin never occurred. The system was restarted 3 times and then a spin was transferred. The system was in standalone mode during one of the restarts. The footpedal was attempted as well. The xray ready light on the pendant was green for the first spin but blue before and after that. The site will finish the case with a c-arm. There was no patient impact reported and a less than one hour delay to surgery.